Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire broke on a fenestrated bipolar fenestrated instrument. The procedure was completed as planned. No reported known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar fenestrated instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. It's a broken grip cable.